Event description:
The ge oec 9800 fluoroscopy system had blurry and dark images.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the pilot tone missing from the camera. The ccd camera was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.